Event description:
It was reported that the patient received therapy while a magnet was applied to the device. The magnet was applied as the patient was receiving end of life care and the family was letting the patient pass away. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.